Manufacturer narrative:
(B)(4). (B)(6). No complaint received with return of device. Failure (event) observed during analysis. A partial lead measuring 55.7cm was returned in two segments for analysis. External insulation abrasion was noted at 9.1-9.7cm, 13.3-15.0cm, and 18.7-18.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Only the distal portion of the lead measuring 41.0cm was returned for analysis. External insulation was found at 9.1-9.7cm, 13.3- 15.0cm, and 18.7-18.8cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact these locations.